Event description:
The manufacturer received information alleging a trilogy o2 "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the technician confirmed by an operational check that "ventilator service required" alarm sounded. Since an e-344 was confirmed in the error log indicating low flow - (air flow drift out of range) and (air flow sensor failed), therefore the oxygen blender system board was replaced. Confirmed by an operational check that the down button reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led system board was replaced. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).